Event description:
Pt reports that while she attempted to stand, after turning off her power wheelchair, the adjustable arm swung out against the wall while entangling her clothing. According to the pt, this caused her to stumble and accidentally depress the button and reengage the joystick. The wheelchair then self activated and knocked her down. She sustained a sprained ankle, bruised ribs, trauma to her shoulder, injury to c4, c5, c6 and a puncture wound to the right ankle. After message, heat and physical therapy she continued to feel pain that radiated to her hands. She eventually lost functional use of her right arm. She states that this injury has further disabled her. She needs full assistance with all adl's, consequently she has reoccurring uti's. She suffers from sleep disturbances due to the pain as well. Pt stated that she would like to know why the manufacturer does not have a safety mechanism in place that will not allow chair to move when the user stands.